Event description:
A philips employee became aware of a journal article (published online 21mar2016) ¿safety and efficacy of lesion preparation with the angiosculpt scoring balloon in left main interventions: the alster left main registry¿. The study retrospectively aimed to investigate the safety and efficacy of the asb as an option for lesion preparation in unprotected left main interventions (ulmi). A total of 47 patients with elective ulmi were enrolled in the study between december 2009 and september 2012. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 3 patients who required target lesion revascularization, with two patients receiving a repeat pci due to in-stent restenosis including dcb dilatation (target lesion revascularization). One patient underwent elective bypass surgery due to bifurcation restenosis deemed not feasible for reintervention. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 21mar2016 has been used, the date of publication. Schmidt t. [1], hansen s., meincke f., et al eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology volume 11 issue 12 pages 1346-1354 march 2016. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring balloon catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 73.5 years for angiosculpt group. A3a) patient sex - 82.4% males, 17.6% females for angiosculpt group. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided; thus, the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, re-stenosis is listed as a possible complication with use of the angiosculpt ptca rx scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.